Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicates on (B)(6) 2013 at 0938, line a was programmed for simple delivery, med/tele cca, to deliver at a rate of 133ml/hr, with a vtbi (volume to be infused) of 266ml, for a duration of 2 hours, and the delivery was started. Line b was programmed in the concurrent mode, to deliver at a rate of 133 ml/hr, with a vtbi of 266ml, for a duration of 2 hrs, and the delivery was started. At 0939, lines a and b were stopped, the device was backprimed, and the deliveries were restarted. At 1026, line a was reprogrammed to deliver at a rate of 90ml/hr, for a duration of 1 hr 46 min, and the delivery was started. At 1036, line a was reprogrammed to deliver at a rate of 133ml/hr, for a duration of 1hr 5 min, and the delivery was started. After 13 seconds, line a was reprogrammed to deliver at a rate of 90ml/hr, for a duration of 1hr 36min and the delivery restarted. At 1058, lines a and b were stopped with line a vi (volume infused) of 153.7ml, and line b vi of 175.2ml. Between 1100 and 1102, the device alarmed twice for n102 (infuser idle 2 minutes), alarms were silenced, and the device was turned off. A review of the device history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, line a of the device was programmed to deliver 0.9% normal saline, at a rate of 90ml/hr. Line b was programmed in concurrent mode to deliver an unspecified concentration of iron sucrose, at a rate of 133ml/hr, with a vtbi (volume to be infused) of 266ml, and the deliveries were started. No further programming parameters were provided. After an unspecified length of time, it was reported the nurse noted line b displayed a vi (volume infused) of 175 ml; however, only 100ml were delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no add¿l info was provided.